Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the patient's transmitter was "messed up." There was no report of injury or medical intervention. No additional event or patient information is available.